Event description:
It was reported that the patient had no stimulation sensation and the last time stimulation was felt was a month prior to the report. The patient was reportedly shopping the week prior to the report and ¿all of a sudden¿ she lost her urine. The patient ¿suddenly peed all over herself¿ while bringing food into the house. It was also noted that the patient had changed out the batteries in her patient programmer ¿multiple times¿ and ¿it still wasn¿t working¿. It reportedly kept ¿telling the patient to change out the batteries¿. The patient was reportedly seeing the poor communication screen. The issues with the patient programmer were indicated to have started 3 months prior to the report. The reporter indicated that when the patient¿s healthcare provider ¿had done it¿, she was informed ¿not to push the blue button¿ which she did by mistake one night. At the time of the report, the patient repositioned the antenna, as well as without the antenna, and still saw the poor communication screen. It was noted that the patient then started seeing an information screen with ¿half an apple and a camera¿. After the programmer was turned off and the patient started over with the antenna, she was able to sync and stimulation was turned back on at 8.5v. If additional information becomes available, a follow-up report will be made available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va01r12, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# unknown, product type: programmer, patient. (B)(4).